Event description:
It was reported that during the lap sigma procedure, after 5 minutes, instrument had no function. No further information is available. The case was completed with same like product. No patient consequence.

Manufacturer narrative:
The analysis results found that the device was returned with the blade scratched, hot spot and cracked. Due to the damage to the blade, it was confirmed that the device was non-functional. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade (lockout) later in the procedure. Therefore, the instructional insert states: (scratches on the blade may lead to premature blade failure). Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process.